Event description:
It was reported that the customer was hospitalized with blood glucose levels as low as 20 mg/dl. The customer is legally blind and has had problems with rapid low blood glucose levels and seizures. It was also stated that the customer has gastroparesis, and did experience vomiting. The caller reported that the insulin pump was lost during the hospitalization. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.